Manufacturer narrative:
Follow-up #1: date of submission, 09/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a review of the pump¿s black box data showed reboots with the installation of a partially discharged battery on 06/12/2015. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had damaged threads. The cap was unable to fully tighten on to the pump; however, the pump was able to power on with the returned cap. The pump¿s current draws were found to be within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 06/12/2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the battery compartment was cracked, and the battery cap was never replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.